Event description:
It was reported that during equipment testing conducted by the manufacturer sales representative, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Replaced worn bearings and rotor assembly.